Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. Upon inspection, it was noticed that the system booted up as expected but upon testing the ups by unplugging the power cord from the wall the mvs shutoff 18 seconds later. Replaced the ups battery and uploaded the new software to 3.1.7. The system currently works as expected. The following day the staff on site confirmed that after a full night of charge that the battery lasted a minimum of 3.5mins after unplugged from the wall. Device manufacturing date, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively of a posterior cervical procedure. It was reported that the system was stored in a poor ventilated area, overheated and turned off during a procedure. The use of medtronic imaging was aborted. The issue extended the surgical time by 30 minutes. There was no impact on patient outcome.